Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the station required a key to retrieve the medication. The customer mentioned that the key did not get selected when selecting the item out of fridge. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station required a key to retrieve the medication. A technical support specialist (tss) instructed the customer on how to cycle count the key back into the cabinet, but the customer did not have the necessary permissions. The tss informed the customer to contact the director of nursing or the administration team to perform the task to resolve the issue. The system functioned as intended after the technical support specialist assisted the device.